Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer passed away at the hospital on (B)(6) 2025. The customer was admitted to a hospital prior to the reported incident. The cause of death was cancer and diabetes. The customer also reported serial number was worn off. The customer¿s blood glucose was unknown. The event involved product(s) mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed. It was unknown that the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump was last worn was unknown. No product return is required for mmt-332a, mmt-1884, mmt-397a.